Manufacturer narrative:
(B)(4). Due to the intra-operative events, the product was not successfully implanted. An alternate product was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device/product is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. (B)(6). 510(k): the 510(k) is pending for use in the spine in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jun 1, 2016. Expiration date: feb 1, 2019. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a vertebral body stapling (vbs) procedure, the vertecem v cement kit syringe did not allow the mixing of the cement. The surgeon was unable to perform the cement mixture because the handle was blocked. He used another dose of cement to complete the procedure. There was a surgical prolongation of 2-3 minutes reported. There was no adverse impact to the patient. The surgery was successfully completed; no additional medical intervention was required. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Based on the complaint description and without material no further investigation is possible. We have forwarded this case to supplier with the following answer as result: "the one retain sample of the affected batch was checked, this retain sample operates within the specified values, no deviation is detectable. The affected system is not available for evaluation. It could be possible that this failure could be caused by a handling issue." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.